Event description:
The advocate stated the customer's blood glucose reading has been higher than usual. While troubleshooting, the advocate performed control tests and received results of 200 and 199 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.